Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted blood on the tip and in the guide wire lumen. There was thick contrast on the shaft and thick crystallized contrast in the guide wire lumen. This is consistent with handling and loading a guide wire into the lumen. The undamaged stent implant was stationary on the tightly folded balloon between the markers. It was confirmed that the tip had separated at the distal end of the distal seal and was returned. The material was stretched, bunched, and jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). Additionally, the tip material was smashed, the tip was slightly flared, and there was a kink in the shaft distal to the guide wire exit notch. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the attempt to insert the guide wire or possibly as a result of packaging and shipment back to abbott vascular for analysis. Factors that may contribute to the inability to insert the guide wire into the sds and cause resistance between the devices may include, but is not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but is not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. A mandrel was advanced through the tip past the proximal seal and through the guide wire exit notch, meeting manufacturing criteria. The guide wire used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. However, new .014 guide wire was backloaded through the sds with no resistance noted. An attempt was made to advance a mandrel through the separated tip but the mandrel would not advance through the tip due to the damage noted, thus the guide wire was not backloaded through the separated tip due to the damage noted. It is possible the distal tip may have been kinked during insertion of the guide wire, causing resistance during the attempt to advance the guide wire. This resistance could then cause the tip to become further kinked, and the subsequent removal of the product likely resulted in the tip stretching, bunching, and ultimately detaching. However, the cause of the initial difficulty inserting the guide wire could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. A definitive cause could not be determined for the reported difficulty inserting the guide wire; however, the tip detachment and subsequent damage appear to be related to operational context. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all stent delivery systems are visually inspected for tip damage during the manufacturing process and a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that during a procedure of the left circumflex artery, after pre-dilating the lesion, the 3.0 x 18 mm xience v was being backloaded onto the guide wire outside the patient anatomy and slight resistance was noted. The physician wiped down the guide wire and the stent delivery system distal tip had detached. The device was not used in the procedure. There was no additional information provided.